Event description:
"When lens was inserted into chamber it did not unfold correctly. Folded lens was removed and replaced with new lens. Procedure was completed with no apparent injury." Two lenses, same lot and other no.